Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to power on.  The cause for the monitor failure was isolated to a shorted u1003 pld processor on the pca board. Additionally, the f600 fuse was found to be shorted on the ca board, causing thermal damage on the ca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case.